Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered 8 inappropriate shocks for what appeared to be supraventricular tachycardia (svt). The electrograms (egm) for the shocks were either missing or too short to conclusively determine. Programming changes were implemented. The patient was in stable condition.